Event description:
It was reported that an ilet user experienced loss of continuous glucose readings on the ilet while dexcom g7 readings continued on the dexcom app, consistent with signal loss between the cgm and the ilet. The user reported a blood glucose of 225 mg/dl without symptoms and no alerts or alarms on the ilet. Outcomes included temporary interruption of automated glucose data to the ilet with no reported clinical harm and no hospitalization. Investigation included guided troubleshooting and education: verification of the dexcom g7 selection within ilet settings, reentry of the four-digit pairing code, and instruction that pairing could take 15¿30 minutes, with direction to manually enter the current glucose value into the ilet and to call back if pairing did not complete. Investigation of this case revealed that the issue was consistent with a pairing or connectivity interruption between the dexcom g7 sensor and the ilet, addressed by confirming device configuration and reestablishing the cgm connection. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or pairing issue resolvable through standard troubleshooting.